Event description:
A medtronic representative reported that, during a demo case on a cadaver, the doctor felt inaccurate when navigating the violet navlock tracker. When he rotated only the tracker, the tip displayed outside of the pedicle in the navigation software display. He was not moving the tip. They tried another violet tracker and it did not show this behavior. Case proceeded as planned utilizing the other tracker. No live patient present, cadaver only.

Manufacturer narrative:
No patient information as this issue occurred during a cadaver lab demonstration. Unable to confirm complaint. Suspect device evaluated: with markers attached and fully functional the navlock driver returned a good geometry reading. With an instrument attached the driver returned a good divot error reading as well. No problem found.